Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise, increased sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes. A lead fracture is suspected. The pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The high-voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.